Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of their pharmacist priming a new clearlink set with normal saline for nurses in the chemotherapy clinic prior to use. The nurses noted lines were empty or had air after being primed and needed to be reprimed. The roller clamp was being used. This has been occuring for a 6 week period. The process step was before use and no patient injury or medical intervention was reported. No additional information is available.